Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor and experiencing symptoms of skin irritation. Customer had contact with a healthcare provider who prescribed cortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. The sensor adhesive was returned. Visual inspection has been performed on the returned sensor and no issues were observed. An extended investigation has also been performed. The device history record (DHR) was reviewed and verified that the unit passed all tests. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor and experiencing symptoms of skin irritation. Customer had contact with a healthcare provider who prescribed cortisone cream for treatment. There was no report of death or permanent injury associated with this event.